Event description:
The pt experienced stimulation in the wrong location and was told that one of the leads "slipped" and was causing pain across the gall bladder. The pt underwent surgery the day after implant to reposition the lead. The outcome is unk. Further info is being requested from the hcp.